Manufacturer narrative:
During additional testing of the device on july 24, 2018, the biosense webster failure analysis discovered by the scanning electron microscope (sem) results that there was evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It was possible that the damage was generated with an unknown object. No other anomalies were observed. The hole on the surface of the pebax was assessed as a reportable malfunction. The awareness date is july 24, 2018. Therefore, added in the device codes field "material puncture / hole". Investigation summary: it was reported that a patient underwent a procedure with a thermocool® smart touch¿ bi-directional navigation catheter. Left ventricular mapping was performed with the pentaray catheter. Smarttouch catheter was positioned in the inferior vena cava (ivc). Upon initiating ablation, impedance was very high and the temperature rose quickly. It was noted that these issues were secondary to coagulum that was observed between electrodes 2 and 3. The thermocool® smart touch¿ bi-directional navigation catheter was replaced and the issue resolved. No patient consequences were reported. Additional information was received stating that the generator was set on power control mode with an impedance cut-off of 200 ohms. The system stopped the ablation when cut-off values were exceeded. No ablation was performed until the catheter was exchanged. There were no issues, errors, or malfunctions reported on any biosense webster, inc. Products or equipment during the procedure. Patient received anticoagulant (heparin) during the procedure. Patient has not exhibited any neurological signs or symptoms since the procedure was completed. The coagulum observed between electrodes 2 and 3 was on the exterior of the catheter. The device was visually inspected and red residues were found inside the pebax. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the pebax damage cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Still pending is the manufactured date and the expiration date. Therefore, a supplemental report will be submitted to update the expiration date and manufactured date. Concomitant product: smartablate generator, us catalog #: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ bi-directional navigation catheter. Left ventricular mapping was performed with the pentaray catheter. Smarttouch catheter was positioned in the inferior vena cava (ivc). Upon initiating ablation, impedance was very high and the temperature rose quickly. It was noted that these issues were secondary to coagulum that was observed between electrodes 2 and 3. The thermocool® smart touch¿ bi-directional navigation catheter was replaced and the issue resolved. No patient consequences were reported. Additional information was received stating that the generator was set on power control mode with an impedance cut-off of 200 ohms. The system stopped the ablation when cut-off values were exceeded. No ablation was performed until the catheter was exchanged. There were no issues, errors, or malfunctions reported on any biosense webster, inc. Products or equipment during the procedure. Patient received anticoagulant (heparin) during the procedure. Patient has not exhibited any neurological signs or symptoms since the procedure was completed. The coagulum observed between electrodes 2 and 3 was on the exterior of the catheter. The high impedance and high temperature issues were assessed as not reportable. The response received confirmed that the system did not allow the ablation when the cut-off values were exceeded. The potential risk that it could cause or contribute to a death or serious injury was remote. The coagulum observed between electrodes 2 and 3 on the exterior of the catheter was assessed as a reportable issue. The biosense webster failure analysis lab received the catheter for evaluation on july 9, 2018 and discovered red residue inside the clear pebax sleeve approximately 0.7 cm - 0.9 cm from distal tip, between electrodes 2 and 3. No other visual findings were seen. This lab finding was assessed as not reportable as there was no damage to the pebax integrity. The potential that it could cause or contribute to a death or serious injury was remote.

Manufacturer narrative:
The device history record and manufactured date have been provided on july 13, 2018. Therefore, manufactured date has been populated. The device history record (DHR) for the lot number 17714481m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's reference number: (B)(4).